Manufacturer narrative:
The device was not returned to mmdg for evaluation, so an investigation could not be performed. A DHR review was completed and found no non-conformance's during the original build. Because mmdg could not complete an investigation the complaint could not be confirmed. This report will be updated if the device is returned to mmdg and more information is received.

Event description:
The initial reporter states that the pump was not alarming for downstream occlusion. They also stated that this occurred during testing and therefore did not have any patient involvement. ((B)(4)).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances during the original build. During the investigation the pump was observed alarming error code 13. This error code indicates a mechanical problem, and the pump is not usable until that problem is repaired. The pump history was also reviewed, where the pump showed that it was alarming for down occlusion. Based on the information from the investigation, no MDR was required.

Event description:
The initial reporter states that the pump was not alarming for downstream occlusion. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).